Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a brostrom repair surgery the needle of the device broke in the middle on the first stroke to pass a fiberwire in the anterior talofibular ligament. The broken piece was retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Event description:
It was reported that during a brostrom repair surgery the needle of the device broke in the middle on the first stroke to pass a fiberwire in the anterior talofibular ligament. The broken piece was retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the tip of the device had fractured off. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined.